Event description:
After dilating the superficial femoral artery with a raptor rail balloon, the balloon catheter became stuck on the spartacore guidewire. The guidewire and balloon catheter were removed as a unit, necessitating re-wiring of the lesion. The procedure resumed; after multiple inflations with unknown products, a dissection occurred in the superficial femoral artery. This dissection was then treated with the deployment of several stents.